Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, dislodgement was noted on the left ventricular (lv) lead. Diagnostic imaging confirmed dislodgement, and the lv lead was successfully explanted and replaced. The patient was stable with no consequences.